Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.50x32 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent edge was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.